Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 66 mg/dl. Customer was diagnosed diabetes ketoacidosis. Customer stated that her body ached. Customer stated that she did not fill the insulin pump correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.